Manufacturer narrative:
According to the customer, on (B)(6) she was sitting on the chair when the back of the chair broke. This caused the customer to fall, hitting her head. She reported due to the fall she visited the emergency room where a CT scan and xrays were performed. She reported there was no bleeding or fractures related to the fall however she was told she had a concussion. The customer reported she has headaches and fioricet was ordered by her provider. She reported she broke her glasses due to the fall and had to see her eye doctor. Customer reported a weight of (B)(6). A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall causing concussion.